Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the pulse field ablation procedure to treat paroxysmal atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that frothy air was aspirated when the catheter was in sheath. Initially sheath would aspirate fine but as soon as catheter was inserted it would make bubbles in the flush port. The troubleshooting steps included removing catheter, aspirating and flushing again, slightly withdrawing sheath from the body in case it was in contact with tissue at distal tip yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was retained. It was further informed that a versacross transeptal wire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used as the method of irrigation for sheath. The guidewire was slightly inside the farawave . No other issue has been reported.